Manufacturer narrative:
A review of lot a912 was performed and there were no non-conformances associated with this lot; lot met release requirements. At the time of this investigation, no trends were observed for this event type. (B)(4) is currently opened to investigate centrifuge bowl leak/break. Complaints of this nature are known to occur in rar occasions and are being monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. The product was not returned for further analysis. (B)(4).

Event description:
Customer called to report a blood leak in the centrifuge after the procedure. Customer decided to abort the treatment due to blood leak alarm at the end of the first cycle. After removing the kit, customer noticed a little amount of blood in the centrifuge chamber. The blood was returned to the patient. Clinical service specialist explained to the customer that this is a reason to abort and not return the blood. Customer explained that the matter was discussed with the physician and the patient is doing fine. Customer discarded the kit. Therefore, no product was returned for further analysis.